Event description:
Complaint that the left siderail does not stay up. No injury reported.

Manufacturer narrative:
Technician found that the left siderail would not stay up, or latch correctly. Replaced end tube to resolve this issue.